Manufacturer narrative:
(B)(4). It was not reported if extraneal therapy was ongoing. On unreported date(s), the patient was treated with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and specific duration not reported) for the previously reported peritonitis event. Antibiotic therapy was stopped six days prior to the receipt of this additional information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown, but was reported by the consumer to possibly be due to having windows open when it was warm outside. Treatment for the peritonitis event was not reported. Dianeal therapy was ongoing. After seven days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.